Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke in half while the surgeon was using the device inside the patient. Complete needle was secured and accounted for. It could not be reported if bleeding occurred or if there was a delay in operating room time. There was no tissue damage or unanticipated tissue loss reported.